Event description:
It was reported the patient presented to the or due to pocket erosion and infection. The physician did not think that the infection was related to the device or leads. It was noted that the patient had an escape rhythm in the 50s before the procedure. The pacemaker and leads were explanted. The leadless pacemaker was implanted on another procedure. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the or due to pocket erosion and infection. The physician did not think that the infection was related to the device or leads. The pacemaker and leads were explanted. It was noted during the procedure the patient exhibited escape rhythm. The leadless pacemaker was implanted on another procedure. The patient was stable throughout.